Event description:
It was reported that a mantis long construct hex rad rod was observed to be broken via x-ray post-operatively. Revision surgery has been performed and the rod has been replaced.

Manufacturer narrative:
Visual: visual inspection confirmed that the rod had fractured. Rod was returned in 2 pieces. There are normal wear marks on the top and bottom of the rod from the screw bulb and blocker. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. It was reported that the patient had normal bone quality and that 12nm of torque was applied to the blockers. It was also reported that the patient was moderately active and suffered 3 falls post op. Sgt was reviewed and the following was determined to be relevant: the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future . If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e .g ., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the device. The most likely cause of reported event is from the 3 falls the patient suffered. Implants do not replicate the flexibility or strength of healthy bone. These repeated falls along with the patient's moderate activity most likely cause the implant to fracture.

Event description:
It was reported that a mantis long construct hex rad rod was observed to be broken via x-ray post-operatively. Revision surgery has been performed and the rod has been replaced.